Manufacturer narrative:
Fiber analysis: the glass cap of the surgical fiber was found to be detached; the fiber is broken proximal to the fiber/cap fusion zone; the glass cap was not returned by the customer. There was no indication or report of any part of the device remaining inside the pt. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This issue may also cause forward-firing. The root cause of the device the failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, decreased tissue vaporization efficiency was observed at 322,828 joules of use. The case was completed using a second fiber. There was no injury reported.